Event description:
It was reported that during surgery, the rough part of the diamond coated tip for the piezoelectric system sheared off. There were two relatively small fragments and both were retrieved from the patient. A three to five minute surgical delay was reported. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's surgery date was (B)(6), 2015. Procedure was completed according to plan.

Manufacturer narrative:
Additional narrative: additional product codes: erl, hbe, hwe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: a manufacturing investigation was performed for the subject device (part number 03.000.409s, diamond 24.6x12.85x2.6x0.6mm for piezoelectric system-ster, lot number 839146). The subject device was received by synthes then sent to the supplier for investigation. The investigation concluded that the non-sterile device supplier batch number 601455, was manufactured on january 24, 2011 (more than four years old) and the batch met specifications at the time of manufacture. Optical examination revealed the tip of the drill is too aged and the subject device had reached its device end of life after several uses. It is likely that high pressure on the tip after several uses led to the complaint condition (broken intraoperatively), noting that the number of uses for this device is limited to a few patients. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.